Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump was not working; specific details were not provided. The catheter was "wrapped around the pump". The pump was removed due to a spinal fusion. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.